Manufacturer narrative:
Additional, changed, and/or corrected data: a5, d6a, d6b, b5, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Later healthcare professional reported "rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight and opening curved on radius. A visual and microscopic analysis was performed which identified: striated opening on radius and crease fold. Based on the device analysis the final assessment is a striated opening on radius assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced.